Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as, ventilator device alarmed and went to ambient mode. Screen was red. The front panel was damaged and did not properly fit on the ventilator device (gapping). - this occurrence was noticed during patient ventilation. - a continuous alarm was observable both visually (error codes) and through hearing. Tf 485001 (ambient mode), tf431001 (blowerfault) and tf446029 (ambientfailuredetected). - the device log files (service log, error log, event log) were provided to hamilton. - there is patient involvement reported. This event was noticed during patient ventilation but is not further specified nor explained. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information:  UDI related data quality updates only.  Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as, ventilator device alarmed and went to ambient mode. Screen was red. The front panel was damaged and did not properly fit on the ventilator device (gapping). This occurrence was noticed during patient ventilation. A continuous alarm was observable both visually (error codes) and through hearing. Tf 485001 (ambient mode), tf431001 (blowerfault) and tf446029 (ambientfailuredetected). The device log files (service log, error log, event log) were provided to hamilton. There is patient involvement reported. This event was noticed during patient ventilation but is not further specified nor explained. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as, ventilator device alarmed and went to ambient mode. Screen was red. The front panel was damaged and did not properly fit on the ventilator device (gapping). This occurrence was noticed during patient ventilation. A continuous alarm was observable both visually (error codes) and through hearing. Tf 485001 (ambient mode), tf431001 (blowerfault) and tf446029 (ambientfailuredetected). The device log files (service log, error log, event log) were provided to hamilton. There is patient involvement reported. This event was noticed during patient ventilation but is not further specified nor explained. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields: follow-up 2 - additional information: the entry fields have been updated. It was reported that the device alarms with tf431001 (blower fault) and tf446029 (ambient failure detected) and enters ambient mode during ventilation of a patient. No harm reported. The event did not cause or contributed to a death or serious injury to a patient. The log files provided that the "ventilation cancelled" was logged as tf485001. No further feedback was received despite three reminders. No part was replaced, correction was unknown, and the exact root cause could not be confirmed.